Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and had high blood glucose event. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error during bolus delivery. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of over 600 mg/dl on (B)(6) 2018. Customer treated with manual injection. Unable to troubleshoot for the high blood glucose due to motor error alarm. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.